Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 08/28/2018, the customer indicated that she started to feel thrush symptoms on (B)(6) 2018, but it is possible it started earlier. She stated she was prescribed an antibiotic and her symptoms were almost completely gone, but her nipples were still sensitive because of her baby's bad latch and she still had blisters from the thrush. Additionally she indicated she was exclusively pumping since overcoming mastitis, which she clarified on 08/30/2018 was due to bad latch and missing of nightly feedings. She also requested to be contacted by medela clinical staff. In followup with medela clinical staff on 09/13/2018, the customer indicated she was pain free from the thrush and the replacement pump was working without issue. The device was returned with the customer's parts and accessories and was evaluated on 09/13/2018. The device passed suction, cycle, and power specifications. Refer to attached evaluation. The customer's report of a battery charging issue could not be confirmed. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed). It cannot be definitively concluded that the pump caused or contributed to the customer's thrush. Reported issues of thrush were investigated under (B)(4) and the root causes were identified as: (1) lack of education/training to mothers on breast feeding and breast milk pumping; (2) insufficient guidance on breast shield sizing to prevent nipple trauma; (3) insufficient personal hygiene practices prior to breast milk pumping or breast feeding; and (4) no access to or not following the manufactures' instructions for the cleaning and sanitation of the breast milk pumping components. No corrective actions resulted as it was determined that detailed instructions are available and adequate in both printed and on-line formats for cleaning breast milk pumping equipment, personal hygiene, proper breast shield sizing to prevent nipple soreness/trauma, which can lead to skin breaches, allowing for the potential introduction of yeast. (B)(4).

Event description:
On (B)(6) 2018, the customer alleged to medela llc that her freestyle breast pump was not charging, that she had performed the battery reset, and the pump was still not operating without the power cord. She additionally alleged that she had thrush due to antibiotic use and was under medical care.